Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 85-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The medical team had difficulty delivering the impella pump and the pump showed immediate low flows/continuous suction despite repositioning. The md attempted to re-wire and re-advance with the same issues. It was noted that impella cannula was kinking near outlet. Impella ultimately replaced with new impella cp without problem.

Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the initial report was submitted. The product was not returned for investigation. Based on the clinical description and data analysis, the cause of the low pump flow was cannula kink that occurred during insertion due to improper technique.